Event description:
It was reported that the patient's atrial lead exhibited under-sensing. No further information was received.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119422.